Event description:
It was reported that doctor found that the intraocular lens (iol) haptic was stuck and could not smoothly enter the anterior chamber of the eye. The iol haptic was pulled out with forceps and injected into the eye. The operation went smoothly. On the first day after the operation, the patient's visual acuity was 0.8, without ocular discomfort. No further information available.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number: (B)(6). Section h3-other (81): the device is not returning for evaluation as to date it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.